Manufacturer narrative:
It was reported that during advancing to treat an aneurysm of the pcom (4.3*5.4mm), the orbit rdfl complex mini coil (638mf0407/15166509) stopped in the middle of the ev3 echelon 10 microcatheter (mc), and the coil was observed under x-ray to be stretched. The product was changed to another one to complete the procedure through the same mc. There is no information available regarding vessel characteristics. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and without damages. There was no resistance at any time during initial advancement of the coil through the mc, and no kinks were noted in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed on the device (broken, fracture, detached coil, delivery system issues, etc), and the coil was still attached to the delivery system. A balloon or remodeling device was not used. A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped without damages. Part of the support coil was found outside of the introducer, the rest of it, gripper and embolic were found inside of the introducer, the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscopic; the gripper was found without damages while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled coil was confirmed. The cause of the stretching of the coil during advancement through the microcatheter cannot be determined. It is possible that procedural factors may have contributed; however, with review of the available information there are no identified factors. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that during advancing to treat an aneurysm of the pcom (4.3x5.4mm), the orbit rdfl complex mini coil (638mf0407/15166509) stopped in the middle of the ev3 echelon 10 (mc) microcatheter, and the coil stretched was observed under x-ray. The product was changed to another one to complete the procedure through the same mc. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and without damages. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc, and no kinks were noted in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed on the device (broken, fracture, detached coil, delivery system issues, etc), and the coil was still attached to the delivery system. A balloon or remodeling device was not used.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped without damages. Part of the support coil was found outside of the introducer, the rest of it, gripper and embolic were found inside of the introducer, the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscopic; the gripper was found without damages while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The damage found on the coil and the failure experienced by the costumer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days.